Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma-late.

Event description:
Patient representative reported left side "patient began to feel pain and strong discomfort in the breasts, also noticing changes in shape and hardening, high risk of developing large cell cancer, recall, risk of contracting a more serious infection, or even cancer, moral damage, anguished, long-lasting swelling, spontaneous pain and strong discomfort, change in the shape of the breasts with hardening on palpation and visible asymmetry" and "on physical examination, a change in texture, location, projection and shape of the breasts, much more evident on the left, with remarkable encapsulation. Magnetic resonance imaging showed: radial folds, more to the left, more globular than normal, increased anteroposterior diameter, small amount of intracapsular fluid." Device remains implanted.